Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd needle clipping device safe clip, the user identified the product would not clip/jammed. The following information was provided by the initial reporter. The customer stated: the patient's caregiver contacted requesting re-training to adjust the dosage for the surepal 15 mg device. In connection, he indicates that the needle cutter has a fault at the time of making the cut, a batch of the device is taken and it is left pending for videographic evidence since at the moment it does not have needles to exercise. Custodian indicates that he will send video evidence at night.

Manufacturer narrative:
Investigation summary customer returned a video of the patient attempting to use the safeclip needle trimmer from lot 7177532. The patient could not insert a pen needle into safeclip. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video clip received, bd was able to confirm the customer¿s indicated failure of the safeclip not clipping. The root cause of the safeclip being blocked to the point of being unable to trim needles may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles.

Event description:
It was reported when using the bd needle clipping device safe clip, the user identified the product would not clip/jammed. The following information was provided by the initial reporter. The customer stated: the patient's caregiver contacted requesting re-training to adjust the dosage for the surepal 15 mg device. In connection, he indicates that the needle cutter has a fault at the time of making the cut, a batch of the device is taken and it is left pending for videographic evidence since at the moment it does not have needles to exercise. Custodian indicates that he will send video evidence at night.